Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the needle tip has been bent and fractured. The plastic sleeve is holding the fractured pieces together and the plastic sleeve tip is broken. Inspection of the suture line shows the anchor to be damaged. A function check of the sleeve could not be performed due to the amount of damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon couldn't insert the anchor since the sleeve didn't go down and eventually the tip of the device was fractured. The fractured piece didn't remain in the patient body. No adverse event has been reported as a result of the malfunction.